Manufacturer narrative:
During a circumcision procedure, a mogen clamp was used. Upon removal, it was observed that the clamp did not adequately crush the sides of the foreskin as intended. This resulted in bleeding on both sides of the penis. To manage the bleeding, a nitrozine stick was applied during the procedure, and a suture was required. Post-procedure, rebleeding occurred, necessitating the use of an additional nitrozine stick. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
During a circumcision procedure, a mogen clamp was used. Upon removal, it was observed that the clamp did not adequately crush the sides of the foreskin as intended. This resulted in bleeding on both sides of the penis. To manage the bleeding, a nitrozine stick was applied during the procedure, and a suture was required. Post-procedure, rebleeding occurred, necessitating the use of an additional nitrozine stick.